Event description:
It was reported that the insulin pump had a crack. The drive support cap was reported to be damaged as well. Customer's most recent blood glucose reading was 130 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Insulin pump received with cracked case at battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.